Event description:
Wound drain broke at insertion site during physician's removal. Required return to surgery. Use of local anesthetic and conscious sedation. Involved enlargement of drain site incision.